Event description:
(B)(6) states, her unit just came from being repaired and when she got on the plane it only ran 2 hours and it shut down. The unit would not turn back on and she states that the airline gave her liquid oxygen. She couldn't breathe, she states. She states that she was afraid and she isn't felling well today still. I asked her if she had a dr appt and she is going tomorrow. (B)(4). I would like to replace the unit when lincare calls please.

Manufacturer narrative:
If more information becomes available, a follow up will be sent.